Manufacturer narrative:
The device was received for evaluation. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the "ok" key was not functioning. Service evaluation verified that the "ok" key was not functioning. The cause was identified to be that the keypad flex was not properly connected to the input/output board. The connection was reestablished to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the "ok" key on the device keypad was inoperable. No additional information is available.